Event description:
Complainant alleged that during biomed testing, the device had an intermittent switch. The complainant did not indicate which switch was not functioning. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.